Event description:
Reportedly, the surgeons used the instrument to staple the rectum. After firing, they transected the rectal stump and found that the staples were not fired into the tissue. It was too low to perform a hand anastomosis and the procedure had to be converted to a colostomy. Procedure: low anterior resection.